Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including pt info and pt status from the hosp, field contact or distributor. The lhr for this product was not reviewed because the product was not returned to avs for analysis and the lot number was not reported.

Event description:
Device malfunction: none, symptoms/ae: vessel dissection, time of symptoms/ae: during procedure. The pt, underwent a left internal carotid artery stent implantation using an emboshield filter and a non-abbott stent. The emboshield was deployed without issue. As the physician was delivering the non-abbott stent to the desired location, the tip of the delivery system caught in the filter and the filter was pulled down to the stent. A dissection occurred distal to the stent. The retrieval catheter was used to remove the emboshield filter without issue. A second stent, an acculink, was used to treat the dissection; however, it caused another dissection. A third non-abbott stent was ultimately used to treat the dissection. The patient was discharged home the following day. No additional information is available.